Event description:
Customer reported that their pump's screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to check the pump's power status and try recharging it, but the issue persisted. As a result, technical support decided to replace the pump and confirmed the shipping details. The customer agreed to follow instructions for returning the problematic pump and planned to use multiple daily injections as a backup insulin therapy until the replacement arrived.